Manufacturer narrative:
Visual inspection was not performed as the small piece of plastic has not been returned to the manufacturer and the lens remains implanted in the eye. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the pcb00 unit was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the pcb00 units. Based on the manufacturing records review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a small piece of plastic came out together with two pcb00 intraocular lenses (iols). The lenses were implanted in two different patients. The plastic piece was removed from the patients'' eye. No incision enlargement or vitrectomy were required and there were no patient injuries. This file represents 1 of 2 iols and a separate MDR is being filed for each patient.